Event description:
It was reported that the user experienced severe hyperglycemia with the ilet using a g7 sensor and a contact detach infusion set, including two occlusion alerts and a prolonged dosing stop that resolved only after a full supply change. A manual subcutaneous humalog injection was given and the ilet was paused before reconnecting. Troubleshooting and education were provided. Symptoms included hyperglycemia, nausea, vomiting, and large ketones. Outcomes included improvement in symptoms and a decrease in fingerstick glucose from 594 mg/dl to 440 mg/dl without hospitalization. Investigation included review of dosing data, verification of infusion set integrity, confirmation of occlusion alerts, and assessment after supply replacement. Investigation of this case revealed that an insulin delivery interruption due to occlusion resulted in high glucose and ketone development, which resolved after changing the infusion set and resuming automated dosing with corrective measures. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion leading to interrupted insulin delivery.